Event description:
It was reported that during a biliary stenting procedure, insertion difficulties were encountered and wire breakage occurred. The physician was attempting to insert the amplatz super stiff guide wire into the femoral artery, however the wire "snapped". No undue force was used. The amplatz super stiff guide wire then snagged on the placehit wallstent delivery system and both units were removed as one. The procedure was completed with a different device. No pt complications were reported, and pt status was reported as 'stable'. Additional info has been requested; however, none has been provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.